Event description:
On (B)(6), 2011 the vns treating physician's nurse reported that the patient was feeling tightness and radiating left arm pain due to irritation of the nerve by vns so the physician referred the patient for repositioning of the device. She saw the patient on (B)(6), 2011 and the patient reported that the surgeon had repositioned the device on (B)(6), 2011. No further information was provided. If additional information is received it will be reported.